Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor glucose and blood glucose value difference was not within an acceptable range. The customer's blood glucose was 140 mg/dl and sensor glucose was 100 mg/dl. The customer is not returning the product. Nothing further to report.